Event description:
A zoll distributor returned monitor sn (B)(4) to report that the response buttons are non-functional.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (non-functional response buttons) has been confirmed. As received, the rear response button switch was not operating. Upon investigation, the rear button cable was cut near the bezel. The cause of non-functional response button is the cut cable. The root cause of the cut cable was unable to be positively identified. No adverse event resulted from the defective monitor.